Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -13.0 diopter, into the patient's right eye (od) on (B)(6) 2019. During insertion, the lens flipped in the eye, "as inserted the lens appeared to flip." Intraoperatively, the lens was successfully exchanged with an alternate lens. Reportedly, no patient injury occurred. Cause of the event is reported as unknown.

Manufacturer narrative:
Product evaluation: lens was returned in liquid in a lens vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Correction: "intraoperatively, the lens was successfully exchanged..." In initial MDR should be changed to "the lens was successfully exchanged on the same day. However, it is unknown if the exchange occurred during the inital surgery." (B)(4).